Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was taken to the emergency room by the paramedics on (B)(6) 2016 with a blood glucose level of 850 mg/dl. Last monday he had a stint placed in his subclavian veins and has been sick since. The customer was wearing the insulin pump at the time of hospitalization. The customer was disconnected from his insulin pump and placed on an IV. The device was not returned.